Event description:
Consumer reports getting lower readings than expected. Analysis run on clark error grid using mean avg. Reading (199) as ref. Point vs. Bd readings (60, 272, 265) yielded data points in the e range of the grid, outside of acceptable limits.